Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find 16 similar reports with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the device was shuttling. The following information was provided by the user facility: the anchor was pushed out of the sheath, but was not placed and came back into the sheath, namely, shuttling occurred. The angio-seal device was not used. Instead, manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression. The physician had completed the training process on the device prior to this case. The puncture site was the right common femoral artery. The size of the sheath ancillary used was 7 fr. There was no reported health damage to the patient. It was reported that the blood loss was less than 250cc.